Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47mg/dl. Customer stated that she had a bg of 174 when she went to bed and pump didn't give any insulin and her bg was 47 mg/ml. The customer was treated for the low blood glucose with eating some carbs. The customer declined troubleshooting the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.